Manufacturer narrative:
Analysis found a break in the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: catheter; product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 6 mg/ml baclofen at ¿100.6 mcg/ml.¿ medical history included transposition of the great vessels and congenital cerebral palsy. It was reported that the patient had a spinal fusion within the last 2 years, and thereafter went through baclofen withdrawal due to a possible interruption in therapy during surgical intervention. The pump was completely deactivated last year. On (B)(6) 2020, the patient underwent explantation and re-implantation of a new device successfully. The catheter was explanted due to a surgical intervention to the spine in the past that may have compromised the integrity of the catheter. Troubleshooting included the patient¿s pump was completely shut down by his managing physician¿s team. The patient was given high doses of baclofen until the family decided on explantation and reimplanted. They successfully explanted the old devices and implanted the new pump and catheter. This physician was not the surgeon who performed the spinal fusion that caused a disruption in the patient¿s old devices and treatment. The devices were discarded. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), product type: catheter. Product ID: 8709sc, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 15-nov-2018, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: 07-jul-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen, unknown concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity. It was reported that patient needed magnetic resonance imaging (MRI) but patient's pump was non-functioning because it was damaged during a spinal surgery. The hcp did not know to what extent the pump was damaged. No out of box failure was reported. No medical or therapy problem associated with small parts was reported. No symptoms were reported. It was discovered the pump was damaged upon patient getting a nuclear medicine scan and injecting an isotope into the pump. Patient had a MRI less than 2 hours ago (non therapy or product issue) and they had decided to program the pump to off state. The hcp believed there was a catheter issue and they wanted the pump off. Pump was currently programmed to minimum rate mode. No further complications were reported. Additional information was received from the hcp on 2019-aug-30. It was reported that the cause of the catheter issue was scoliosis surgery. No further complications were reported.